Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # p58y6y. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a radical nephrectomy, on the second firing of the stapler, with a white reload, no buttressing material, the doctor was stapling across 15 cm of cancer, pushing into the inferior vena cava, on the renal gland, on the hilum, when the stapler misfired, advancing a quarter of the way, partial staples deployed but no cut, no advancement of the knife blade. The doctor tried a second like white reload across the inferior vena cava, the knife blade advanced but the device didn't staple. Bleeding resulted with a loss of four quarts of blood. Hemostasis was controlled with suture. The doctor completed the procedure using suture. The patient is recovering in the ICU and being monitored.